Event description:
It was reported that the patient had a replacement of a primary cell device with a rechargeable device on the friday prior to this report. The patient still had bandages on. The desktop charger had not been charged and the patient was doing so. It was noted that they were trying to establish better coupling as the patient was discharged on the day of this report. It was noted that the manufacturing representative had not known what the patient was post implant on the friday prior to this report. The desktop charger was at half full. It was noted that they were having a difficult time getting coupling. The patient was sitting. The patient was repositioned and had 4-6 bars. The patient would continue to charge. Patient was going to keep the desktop charger plugged in until fully charged. Patient was going to try recharging again with the patient sitting up in chair with antenna directly over implantable neurostimulator (ins). Additional information received reported that the patient "went back to surgery and had the rechargeable unit removed and replaced with a non-rechargeable device". It was stated that the issue was resolved. Additional information received reported that there was no malfunction with the rechargeable device.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).